Manufacturer narrative:
The reported event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot.

Event description:
It was reported that the patient had primary total hip on (B)(6) 2015. Post op the patient dislocated and was brought to or, opened up and found that the mdm liner was disengaged from head.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had primary total hip on (B)(6) 2015. Post op the patient dislocated and was brought to operating room, opened up and found that the mdm liner was disengaged from head.